Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implantable cardioverter defibrillator (ICD) implant procedure, during defibrillation threshold testing, the patient was not rescued with a 25 joule shock. The device was not used and physician decided to implant a different ICD. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.